Event description:
Arthrex became aware of this event upon review of maude database on 10/06/05. This report is being submitted as a response to customer's medwatch sent to FDA. User facility reports, "the physician was suturing the left shoulder rotator cuff using the suture attached to the 5.0mm corkscrew suture anchor. As the suture needle was passing through the tissue, the needle point broke off. The wound was explored by arthroscope & irrigated. The needle tip was not found. An x-ray was taken and it was determined from the x-ray that the needle tip was not in the shoulder wound." This device is used for treatment.

Manufacturer narrative:
Complaint investigation has been initiated but not yet completed. A follow up report will be submitted upon completion.